Event description:
Probe passed pretesting. Ninety seconds into first freeze cycle frosting formed up the back of the probe shaft. The cycle was stopped and followed by a thaw. A second retest was done and with failure, the probe was replaced. No patient injury was reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.